Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacture¿s policy. No information available. No information available. Not applicable for this device. Not applicable for this device. The returned device was visually and microscopically inspected. The manufacturer''s guide wire was stuck to a non-manufacturer''s stent at 147.8 cm from the distal end. A portion of the manufacturer''s guide wire (25 cm) was inside the stent and resistance was encountered, but was able to be removed with some strain. Upon removal, no damage was observed on the manufacturer''s guide wire. The probable cause of the reported failure was the bend on the composite core at 147.5 cm from the distal end. This had an impact on the interaction between the manufacturer''s guide wire and the non-manufacturer''s stent. Manipulation can result in the reported failure. The health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4). Do not apply to this submission.

Event description:
It was reported that during a coronary procedure inside the body after navigation, the manufacturer's guide wire became stuck during delivery of the last non-manufacturer's's stent. The manufacturer's guide wire and non-manufacturer's's stent were removed as a unit. The procedure was completed with a new guide wire for stent placement. No patient injury reported. This product problem is being submitted because the manufacturer's guide wire and non-manufacturer's's stent were removed as a unit.

Manufacturer narrative:
Internal reference: (B)(4). Block d10: corrected concomitant medical products from boston scientific: xience stent to boston scientific: promus elite stent. Block h6: added codes 4755 (part/component/sub-assembly term not applicable) and 2199 (no health consequences or impact).